Event description:
Home patient (hp) reported feeling full, as if pt was overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp reported performing a manual exchange prior to the start of automated peritoneal dialysis therapy, filling with 1500ml of fluid. During the automated peritoneal dialysis therapy, the hp performed a bypass during the initial drain after removing only 22ml of day exchange. During fill 1 the hp reportedly encountered some difficulty filling and placed the homechoice cycler into a manual drain, removing 194ml of fluid. Hp reported that was unable to drain any more fluid and returned the cycler into fill 1. After the cycler delivered the programmed fill volume of 1500ml it advanced the therapy into dwell 1. The hp reported during dwell 1, pt felt full and again placed the homechoice into a manual drain, removing approximately 1700ml of fluid before pt felt relieved. According to hp, hp continued therapy to completion with no further difficulty. Follow up with the hp's healthcare professional (hcp) reveals the hp was instructed to bypass the initial drain only after draining an appropriate amount of fluid and receiving a "low drain volume" alarm. Hcp further relates that hp has a history of non-compliance. Hp states there was no pt injury or medical intervention.